Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes that the left ventricular lead impedance remained high. The device was programmed to left ventricular bipolar egm channel for comparison. The lead remained implanted.

Event description:
It was reported that the left ventricular lead exhibited greater than 2000 ohms impedance. The patient will be monitored.